Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Dissection is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. Additionally, the investigation determined a conclusive cause for the reported dissection cannot be determined however the treatment appears to be related to the operational context of the procedure.

Event description:
It was reported that the procedure was to treat a heavily calcified and mildly tortuous proximal left anterior descending artery. Three xience alpine stent delivery systems (2.5 x 38 mm, and two 2.25 x 18 mm) could not cross the lesion due to the anatomy; however, a dissection occurred which was treated with a non-abbott drug eluting stent. There was no clinically significant delay in the procedure. No additional information was provided.